Event description:
Per clinical trial (B)(4): on (B)(6) 2018, patient underwent bilateral superior pedicle mastopexy using a vertical incision. 2 pieces of galaform (galaflex 3dr) were used. Concomitant procedures included earlobe reduction, fat grafting to face, autoaugmentation liposuction to arms, thighs, back. On (B)(6) 2018, delayed wound healing of left breast was reported. There was a small open wound at the midpoint of the vertical incision of the left breast. On (B)(6) 2018 (same day), the area was debrided - there was exposed mesh at the base of the opening. No evidence of any wound infection. Patient probably had a seroma which drained simultaneously. Patient treated with polysporin and dressing changes. Resolution date and outcome unknown. Review by medical affairs identifies the delayed wound healing as likely related to the device and serious.

Manufacturer narrative:
Based on the information available, no conclusions can be made. As reported the patient developed with delayed wound healing and seroma post implant of galaflex 3dr mesh and underwent subsequent surgical intervention. Medical affairs has assessed the ae as being likely related to the device and serious. Review of the device history records confirms the device was manufactured to specification. Seroma is a known inherent risk of surgery/use of the device and is included as a possible complication in the adverse reaction section of the instructions-for-use (IFU). Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.